Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple malfunction alarms occurred. Customer's blood glucose level was in the 400 mg/dl range. Although requested by tandem technical support, the customer declined further follow-up to ensure back-up therapy was obtained.